Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances from the reported lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging, the middle shaft of the nc trek dilatation catheter broke in two pieces when it was removed from the hoop. Some resistance was felt during removal. There was no patient involvement. Another nc trek was used in the procedure without further incident. No additional information was provided.